Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high glucose readings on a continuous glucose monitor with associated blurry vision while using an ilet system with an inset infusion set at the abdomen, and the user replaced the ilet and transitioned to multiple daily injections; the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.